Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Should any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smart assist system, section: general patient care considerations. ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output, use of the repositioning sheath and peel-away introducer. ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states), ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complainant reported that a patient was post-op coronary artery bypass graft x 4 and hemodynamically decompensated requiring increased inotropic and pressor support. The decision made to bring the patient to the operating room for extracorporeal membrane oxygenation and impella cp placement. The impella cp was advanced into the left ventricle without complication. The peel-away introducer was removed and the repo sheath was advanced. Bleeding was noted and did not occlude the insertion site. The perclose suture was attempted to be tighten, however, it did not help the bleeding. The decision was made to remove the impella cp. A 16 french dry seal sheath was placed and a new impella cp was placed through the same insertion site.